Event description:
It was reported that a pump alarmed to close the door, when the pump door was closed. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter rec'd and evaluated the device. The evaluation was able to confirm and reproduce a "close door" alarm. It was determined that the alarm was caused by a failed upper link switch. As a result, the upper link switch has been replaced.